Event description:
It was reported that the patient visited clinic with drive line power fault advisory alarm, and also reported that the inline connector of drive line was getting warmer intermittently. The modular cable was replaced and the contacts between the inline connector and sc connector have been inspected and cleaned. The patient was discharged and returned with drive line power fault alarm again. The connection between the inline connector of the modular cable was cleaned again using small brush with "gold lubricant." The patient was re-admitted for further observation. The drive line power fault alarm was resolved. The clinical team reported some discoloration inside the inline connector of the modular cable which could be due to moisture ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable revealed areas of corrosion within the inline connector. A specific cause for this finding could not be conclusively determined through this evaluation. The observed corrosion could have contributed to the driveline power fault alarms that were confirmed in the submitted log files; however, it should be noted that the driveline power fault alarms could not be reproduced through the evaluation of the mod cable and returned system controller alone. The report of the inline connector getting warmer intermittently could not be confirmed through this evaluation. System controller was received for evaluation on 17feb2020 and investigated under MFR # 2916596-2020-00516. The modular cable was returned in used condition. The outer jacket and bend reliefs showed no evidence of damage; however, slight yellow discoloration was observed on the inline connector and controller connector bend reliefs. A specific cause for this discoloration could not be conclusively determined through this evaluation. Examination of the controller connector found it to be unremarkable with no evidence of damaged pins, debris, or corrosion. Green/black corrosion was noted within the inline connector of the modular cable. The origins of the corrosion could not be determined. As an additional observation, the o-ring within the inline connector was slightly frayed. The modular cable was then connected to the returned system controller and the following test equipment: hm3 pump, water loop, patient cable, power module, and system monitor. There was slight difficulty connecting the mod cable to the test pump cable; however, with slightly more force a full connection was made. It should be noted that the observed damage to the o-ring could have contributed to this minor connection difficulty; however, the center did not report any connection difficulties. A specific cause for this o-ring damage could not be conclusively determined through this evaluation. A direct correlation between the o-ring damage and driveline power fault alarms could not be conclusively determined. The returned mod cable and controller were operated on the mock loop for approximately 45 minutes. No driveline power fault alarms were observed, even with physical manipulation of the mod cable. Although the observed corrosion could have contributed to the reported alarms, the alarms could not be reproduced through the evaluation of the returned mod cable and controller alone. This appears consistent with the center¿s report that the driveline power fault alarms were observed both before and after the modular cable was exchanged. The reported events indicate that the driveline power fault alarms did not resolve until (B)(6) pump cable was cleaned. This appears consistent with the testing of the returned modular cable, as well as the log file findings. During the removal of the polyurethane outer jacket, no evidence of damage was observed to the underlying layers of the mod cable. No wire insulation breaches or areas of conductor breakdown were observed through visual inspection of the underlying wires. As an additional observation, the system controller event log files showed intermittent low flow events on (B)(6) 2020, including 4 low flow alarms. A specific cause for this finding and a correlation to the returned modular cable could not be determined. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped in the implant kit for (B)(6). The heartmate 3 lvas IFU warns to keep connectors clean and dry and away from water or liquid. Furthermore, the patient handbook contains a section on showering and instructs the patient to never submerge the driveline or other system components in water or liquid. The patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The IFU and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.